Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump issued a shock to the customer . Reportedly, the pump was charging during the event. The customer continued to use the pump for insulin therapy. There was no reported adverse impact on customer's blood glucose level.